Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: correction: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device falling apart - unattached was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage and could not engage the attachment ¿ coupling. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling and check function of quick saw blade coupling. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that after the surgery, a component from the sagittal saw attachment device was found to be detached, and the device failed to function. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device falling apart - unattached was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had component damage and could not engage the attachment ¿ coupling. It was further determined that the device failed pretest for check function of locking knob on tool coupling and check function of quick saw blade coupling. The assignable root cause was determined to be traced to user, which is user error.